Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On the call, patient repeated information that the last time they saw the hcp and their the rep told patient they could not communicate with their controller when trying to read the 'scanner.' Patient stated this began at least six months ago, and they consulted with patient services agent, and was told they would get a call back, but never got a call. Agent reviewed that issue should be resolved with controller already being replaced, but if it persisted next time patient sees rep, to have their rep call tech services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they were in the hcp office yesterday with the manufacturer's representative. Pt stated they were unable to see the machine. Patient stated they could see it but they could not activate or access it and it was not responding to their equipment. Patient clarified that the representative's tablet could not connect to the ins. Agent asked patient to connect with the controller and patient stated the controller is 100% and the implant is 90% patient mentioned it takes quite a while to get the implanted neurostimulators battery to charge and there are times that it totally stops and they have to come back to it but stated the ins is fully charged. Patient verified the ins is off and they are in group c with 4 programs. Pt was not sure what the rep was asking pt to do with patient services. Pss is sending a message to field rep to get clarification on what they would like pt to consult with pats about.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt was asked cause of difficulty connecting to ins/long recharge time. Patient stated it was due to very slow charging. Local medtronic rep could not get their device to connect with office scanner. They tried to call the office as instructed. Call center person could not understand the issue. Pt was told she was going to do research and call back but never did. Patient stated the issue has not been fixed. They have been very busy since this happened and will call again on the next rainy day.